Event description:
This is a report by a nurse in the USA of peritonitis in a male patient. On an unknown date in (B)(6) 2011 the patient was hospitalized and diagnosed with peritonitis. Treatment rendered for the events was not reported. On an unknown date in (B)(6) 2011, the patient was discharged from the hospital. The nurse believes that the peritonitis was caused from a catheter crack. The patient recovered from the peritonitis. On (B)(6) 2012, product surveillance spoke with the nurse regarding the cracked catheter. The nurse believes that the peritonitis was caused by the cracked catheter. The nurse stated that she did not know the manufacturer of the catheter. The nurse stated that the event of peritonitis was unrelated to the peritoneal dialysis therapy. The nurse further indicated that the patient is doing well and is on hemodialysis. Patient injury reported: yes medical intervention required: unknown (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).